Manufacturer narrative:
Added cartridge lot # (m016342) to d4.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 132 mg/dl. The customer refilled and successfully reloaded an old cartridge. Tandem technical support advised customer that it is against labeling to reuse and refill cartridges. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.